Event description:
The rep reported the device was used during a diagnostic laparoscopy that lasted no more that 15 minutes. It was reported the 511o and 35ol had the entry gaskets shred. No sharp instruments were used. The case was completed without changing the trocars. There was no consequence to the patient.